Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 24-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2007. The consumer had the essure removed due to rash and pain. She had imaging performed (not specified). There is a suspicion of nickel allergy. Essure was removed a couple of months previous to this report; however, the reporter does not have the exact date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had them removed due to rash and pain. The reported events, seen as rash and pelvic pain are serious due medical importance and listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include rash. Also, pelvic pain may occur with essure use. In this particular case, limited information has been provided. The patient had essure removed due to rash and pain and allergy to nickel was suspected. Based on available information and their nature, causal relationship between reported events and essure use cannot be excluded and since device removal was required, this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Follow up information received on 07-mar-2016: the required number of follow-up attempts have been completed, with no response to date. No new information. Follow-up received on 16-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and had them removed due to rash and pain. The reported events, seen as rash and pelvic pain are serious due medical importance and listed according to essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include rash. Also, pelvic pain may occur with essure use. In this particular case, limited information has been provided. The patient had essure removed due to rash and pain and allergy to nickel was suspected. Based on available information and their nature, causal relationship between reported events and essure use cannot be excluded and since device removal was required, this case is regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. No further follow-up will be pursued.